Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2021-13536.

Event description:
It was reported that during a photoselective vaporization of the prostate, the first two fibers used encountered metal cap detachment and began forward firing. Each time, the physician irrigated the prostate in order to remove the metal cap from the patient's body. After irrigation, the cap was no longer visible inside the patient's body. The procedure was completed utilizing a third fiber without consequences to the patient. This report is for the second fiber.